Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified proximal left anterior descending artery. A 2.75 x 20mm synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was taken out from the patient's body, it was observed that the distal part of the stent was lifted. The procedure was completed with a different device. There were no patient complications nor injuries reported.